Event description:
An unsuccessful attempt was made to remove Eversense sensor from the user's right upper arm was reported to Senseonics. The healthcare provider confirmed that an incision was made; however, the sensor could not be removed. Prior to the incision, the sensor was not palpable and was localized using the transmitter and a magnet. The user reported doing well following the procedure. A follow-up removal attempt is planned, but no tentative date has been provided. The user was advised that the sensor meets biocompatibility requirements for permanent implants and that removal, while necessary, is not urgent. Additionally, the user was successfully reinserted with a new sensor, and the Data Management System confirmed that the system is functioning properly and providing current glucose information.

Manufacturer narrative:
Difficulty removing the Sensor is a known and anticipated potential adverse effect, which does not require additional investigation.